Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to a bracket that prevented it from fully extending. The field service engineer found that the auxiliary unit of drawer 1 had a faulty slide rail. The fse replaced the entire drawer with one from a decommissioned station that was scheduled to return. The fse exchanged drawers and cubies to resolve the issue and tested the drawers in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer bracket had broken. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.